Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump confirmed the suture ring was missing, as well as 3 of the 4 suture plugs. These do not impact the functioning of the device. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specification. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions to report a pump explant and replacement with medtronic pump due to underinfusion volume discrepancy. The expected volume was 24ml and the actual aspirated volume was 32ml. The patient complained of increased pain several times. A catheter dye study was performed in response to the allegation of increased pain but showed a patent catheter. Weeks later, the patient again complained of increase pain and also reported that they were feeling electrical shocks that they felt were related to their pump. Another dye study was performed and again showed a patent catheter. The patient contacted their physician to state that they were going through withdrawal, and was later brought to the hospital. The patient later had their pump explanted and replaced.